Event description:
Healthcare professional reported left side removal with no complaint against the device. Later, patient reported left-side "pain", "starting to get hard also", and "beginning to bother me". Later patient reported "rupture" diagnosed via mammogram. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.